Manufacturer narrative:
Patient code: (B)(4) the surgeon had to suture to stop the bleeding. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open jejunostomy, on the section of the small bowel, after firing the stapler bleeding was observed. The surgeon had to suture to stop the bleeding.

Event description:
According to the reporter, during an open jejunostomy, on the section of the small bowel, after firing the stapler bleeding was observed. The surgeon had to suture to stop the bleeding. Before the operation, gave chemotherapy to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.